Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using multiple bd venflon¿ pro safety peripheral safety IV catheter(s), x-ray contrast leaked from the product. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 4 representative samples were returned for investigation of this complaint. The 4 representative samples were subjected to visual inspection of cannula hub, injection valve test and catheter adapter leak test. All the 4 representative samples passed the acceptance criteria. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7290179. Investigation conclusion: the non-conformance of this complaint could not be determined as all the representative samples passed the acceptance criteria.